Manufacturer narrative:
This claim of an alleged injury incident that occurred on (B)(6) 2017 is being investigated by sunrise medical's legal department. The notice originally made no mention of the wheelchair model or serial number. However, on (B)(6) 2018 sunrise medical received from the plaintiff's legal counsel, as the subject wheelchair, serial number (B)(6) for a quickie gp swing away manual wheelchair. Investigation into this allegation shows that between the subject wheelchair's ship date and the alleged incident report date ((B)(6) 2014 - (B)(6) 2018) there has been no report of an adverse event or chair malfunction. There have been no service-related parts orders, service requests or complaints reported. A root-cause analysis cannot be performed at this time since no details of the alleged failure was provided. Since the subject wheelchair has not been made accessible to sunrise medical, it cannot be determined if the subject wheelchair has been modified and/or contains any after-market parts. Upon receiving of any relevant information from this case, a supplemental report will be filed.

Event description:
Sunrise medical (us) llc received on (B)(6) 2018 a notice from the law offices of (B)(6) attorneys at law alleging a serious injury incident involving a quickie wheelchair. The letter states: "please be advised we represent (plaintiff) relative to serious injuries she suffered on (B)(6) 2017 when your wheelchair left arm rest failed, causing (plaintiff) to fall out of the wheelchair. In the fall, (plaintiff) sustained serious fractures to both her left and right femur. She has had extensive hospitalization and treatment as a result of this matter."